Manufacturer narrative:
Na

Event description:
It was reported that the ventilator had no flow with a low audible alarm. It is unk if the ventilator was connected to a patient when the reported problem occurred.